Event description:
Event description cpi received information that during an implant procedure of two sweet tip bipolar leads (4269), one of the leads punctured a lung. It was not stated which of the two leads this occured with, we are reporting one of them. The problem was corrected, and the leads remain implanted.